Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump has unresponsive buttons. The customer does not know the blood glucose reading at the time of the incident. The customer went into the pool while wearing the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. Moisture damage was noted on the electronic assembly.